Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Logs were not available. Vyaire medical was not able to determine the exact root cause. As per notes on wo-00030757, leaking inspiratory block alarm present when bellavista was powered on. Service technician replaced the inspiration block with a new block. A full diagnostic and ovp was performed with the bellavista which the unit passed within manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported technical failure 401 - inspiration valve or device leaky for bellavista 1000 us. There was no information regarding patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.